Event description:
Literature was reviewed regarding a patient who had undergone aortic valve replacement with a 19 mm medtronic mosaic bioprosthesis. Ten years after mosaic implant, the patient was referred urgently to the authors due to advanced bioprosthetic degeneration. The authors wrote, ¿the patient had severe dyspnea and occasional chest pain; she was hemodynamically unstable and required urgent qualification and intervention.¿ transthoracic echocardiography was performed and revealed significant degeneration of the mosaic valve (max/mean gradient of 60/40 mm hg, severe regurgitation). Moderate mitral valve regurgitation was also present. Additionally, the patient was experiencing paroxysmal atrial fibrillation, arterial hypertension, and hyperlipidemia. The authors decided to perform transcatheter valve-in-valve replacement. Subsequently, a non-medtronic transcatheter valve (boston scientific accurate neo) was successfully implanted valve-in-valve inside the degenerated mosaic. Two weeks following the procedure, the patient remained free of all symptoms. No additional adverse patient effects were noted.

Manufacturer narrative:
Citation: domaradzki w, et al. Use of boston accurate neo transcatheter aortic valve for valve-in-valve procedure in 82-year-old patient with medtronic mosaic bioprosthesis. Kardiochirurgia I torakochirurgia polska/polish journal of thoracic and cardiovascular surgery. 2023 mar;20(1):62-64. Doi: 10.5114/kitp.2023.126104. Epub 2023 apr 3. A copy of the article was not attached as digital sharing would be in violation of copyright permission. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the corresponding physician/author stated the mosaic valve became both stenotic and regurgitant, with "mild calcifications" as demonstrated on computed tomography and "thick leaflets and local, focal leaflet calcifications¿ as seen on transthoracic echocardiography.